Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the rv channel. There was also an increase in capture thresholds, and a decrease in lead impedance. X-ray revealed lead damage due to clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
Na